Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #2 of 2: reference MFR. Report:1627487-2017-01135. The patient's husband reported the patient was no longer receiving effective stimulation and as a result underwent surgical intervention approximately one month ago where the ipg and leads were explanted. The system that was explanted was implanted to cover headaches.